Manufacturer narrative:
Continuation of d10: product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2022; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a return of pain down their right leg. The patient saw the manufacturing representative (rep) to get more coverage in the feet.  Electrodes 11 <(>&<)> 14 on impedance were red and never had been previously. They were higher (high 3000s, but not out of range. The impedances are out of range (open circuit). The patient needs to see physician to determine if he wants a revision. Issue remains ongoing at this time.